Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) after being in service for approximately 2.5 years. The physician elected to explant this device, and replace it with a similar device. The device will be returned for analysis to determine if the battery depleted prematurely.